Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a ghost pockets. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a ghost pockets. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) to investigate an issue reported at station. Using the database tool, the tss identified a ghost pocket associated with a sample medication ID. To resolve the issue, the tss cleared the entire pocket information and resent the structured product label (spl) and structured product identifier (spi) messages from the pyxis enterprise server (pes). As a result, the total pocket count decreased from 516 to 366, indicating successful cleanup and resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a ghost pockets. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.